Manufacturer narrative:
The job orders related to the complaint lot were reviewed and there were no nonconformances, deviations, or anomalies noted. The actual complaint samples were not returned. Seven unopened units from the same complaint lot were returned. These seven units were visually inspected and test fired according to procedures and were determined to be acceptable per specifications. The root cause of the complaint units not firing and patients developing a pneumothorax was not determined. It is noted that pneumothorax after lung biopsy is a known complication and the literature reports rates of 2 ¿ 10% based on the various reports that have been published. Other than the complaints reported by the same doctor, no other similar complaints regarding supercore biopsy devices not firing or not sharpened causing a pneumothorax have been reported for the complaint lot.

Event description:
When needle was placed in patients lung, the biopsygun was unable to fire. Did not respond to doctor pushing the trigger. When retracted, doctor described needle tip looked like it was not sharpened. Patient had a pneumothorax and needed drainage of air afterwards. Additional information was received on "2/24/20016" that there were four separate incidents reported from the same lot, same doctor, and from the same month (B)(6) 2016. Therefore, three additional (B)(4).